Event description:
The invivo expression MRI safe patient monitor base/cart failed which prevented the monitor portion of the system from being able to communicate with the leads placed on the ICU inpatient for monitoring during the exam. Without the ability to safely monitor the patient while they were inside the MRI unit, we were unable to perform the patient's scan. The inability to provide the requested MRI imaging on this patient potentially delayed treatment and transition to next level of care.